Manufacturer narrative:
Intera oncology has reached out to the physician multiple times to seek additional information. To date, a response has not been received. Therefore, if we receive additional information from the physician, a supplemental report will be submitted.

Event description:
Intera oncology received a complaint report about a patient having pump pocket seroma. While being a relatively minor complication. According to the physician, for 1 patient, sometimes it can take 2 or 3 times to drain the seroma when the patient comes for their refill. The physician acknowledges that this is a known complication when looking at the memorial sloan kettering data and data from the entire hai consortium, pump pocket complications are the most common complications. Seroma was the most common they saw.